Event description:
IV started without difficulty. The nurse noticed after attaching the extension set a small amount of blood under the drssing. She pulled back the dressing and noted that the green winged hub portion of the catheter was separated from the catheter. A cutdown proceudre was performed and the catheter piece was not found.